Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a usage pattern of exchanging and recharging batteries before they discharge below the 25% rsoc threshold. Log file analysis also revealed several premature switching events. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a high max error, indicative of a unit that is out of calibration. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from the distributor in (B)(4) that the site in (B)(4) reported that the battery switches from one port to the other even if it still charged greater than 25%. It happened while the patient was at home. No alarms were triggered. The battery was replaced by the site. There was no effect on the patient.